Event description:
Routine complaint investigation when a health care professional reported not receiving an error message on a softtact meter when an out of date calibrator was inserted. The device should have given an error message that the strips with this calibration code have expired. If an assay were to be performed, a clinically significant reading could be obtained. There was no report of death, serious injury or mistreatment associated with the event.